Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer also reported that they were having discoloration and rainbow effect on the screen. The customer's blood glucose was unknown at the time of incident. The customer stated that they insulin pump was exposed to magnetic field. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and delivery accuracy tests. Pump received with normal operating currents. No unexpected low battery alarm noted. No missing segment, partial display, patchy display, discolored display or rainbow display during testing. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked belt clip slot, stained end cap sticker, stained back address label and minor scratched lcd window.